Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked when pretesting a foley catheter to be placed for urinary drainage and temperature control in the operation room.

Manufacturer narrative:
The reported event is confirmed manufacturing related due to lumen to lumen leak present. No actions can be taken at this time since a root cause was not identified. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Using syringe attempted inflation of catheter balloon and upon inflation solution immediately leaked into the drainage funnel causing a lumen to lumen leak. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked when pretesting a foley catheter to be placed for urinary drainage and temperature control in the operation room.